Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after the clinical procedure. The implant was placed, but was extracted because it failed to osseointegrate. No adverse events were reported to the patient and the patient is stated to be doing fine. Also, no abnormalities were noted with the implant itself. The DHR was reviewed and no discrepancies were noted. The actual complaint part is to be returned by the complainant for investigation. A follow up report will be submitted after the compilation of the evaluation and investigation. However, failure to osseointegrate is a well documented inherent risk of the implant procedure.

Event description:
The dentist reported that the an inclusive tapered implant was placed on tooth location#12 on (B)(6) 2016. However, the implant failed to osseointegrate and was extracted on (B)(6) 2017. There was no general bone loss or granulated tissue around the implant. Also, no other adverse events were reported to have occured with this incident. The patient is stated to have no preexisting conditions. No abnormalities were observed with the implant itself. The patient is stated to be doing "good" currently.

Manufacturer narrative:
The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.